Event description:
It was initially reported on (B)(6) 2013 that the patient experienced being in ¿such godly pain,¿ and information regarding a list of physicians closer to where the patient lived was requested. The patient¿s current pump managing physician was decreasing the dose slowly in order to ¿turn it off.¿ the patient was told by another physician that the drugs in the patient¿s pump were not supposed to be compounded together. The patient believed that no physician would continue to manage his pump because it was ¿a liability risk.¿ drugs delivered were baclofen, clonidine, and dilaudid; previous dose of medications were dilaudid (hydromorphone) 102.0 mg day, clonidine 340.0 ug day and baclofen 40.0 ug day. On (B)(6) 2013, the patient doses of medications were weaned down to dilaudid (hydromorphone) 26.02 mg day, clonidine 86.73 ug day and 10.203 ug baclofen per day. The patient had provided his physician a letter he received from another physician listing the warnings of using off label drugs in the pump. The patient states his physician was upset with him and did not treat him with respect. Patient continued to search for another physician who would continue to wean him off the medications and ultimately explant the pump. As of the date of this report additional information was received that indicated that the patient had moved and had a new managing physician who indicated once again that patient was on high drug concentration/dosing levels. Per this report the pump contained: dilaudid 102 mg/ml at a dose of 26.02 mg/day, clonidine 340 mcg/ml at a dose of 86.73 mcg/day, and baclofen 40 mcg/ml at a dose of 10.203 mcg/day. The managing physician performed a catheter study on (B)(6) 2013 and confirmed the patient was not receiving the drug dose intrathecally. The physician aspirated the catheter and was not able to receive any drug or csf (cerebrospinal fluid) back flow. As of the date of the report, the plan was to decrease the pump dose, revise the catheter, then restart the pump drug delivery at a safe concentration/dose. Further follow-up information received on (B)(6) 2013 reported that the revision was not completed as planned previously. He had scheduled the patient for a catheter revision but the physician was wondering if he should replace the pump due to the drug formulation field action and the use of this high concentration of dilaudid. The representative was unsure but thought the concentration was dilaudid (hydromorphone) 100+ mg/ml. The managing physician believed that the patient was not being delivered the full amount of medication intrathecally as prescribed in the pump. He had elected to detox the patient off the high concentration of dilaudid and re-initiate the therapy at a lower dose, and was not sure how long this process would take. There does not appear to be anything in the pump logs or any discrepancies in the pump refills that would make one suspect that something was wrong with the pump. It seemed to be more related to the extremely high concentrations of drug and the potential of a catheter occlusion.

Manufacturer narrative:
Concomitant products: catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).